Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an "active exhalation valve" alarm was observed. The device's active exhalation control module was replaced to address the issue.